Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report "I never had a defibrillator high up and the top of the device, I can feel a bumpy piece. Almost like it's out of a case. I can really feel all the stuff on it." Follow up was conducted was done at the patient¿s clinic. It was noted the patient had reported falling in april and may have caused the device to migrate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.